Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 402 mg/dl. The customer was treated for high blood glucose with bolus through pump. The customer was explained the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. Customer was advised that we are sending replacement set.